Manufacturer narrative:
The reagent lot number and the expiration date were requested but not provided. The field service engineer (fse) inspected the analyzer and found the acid wash for cell rinse to be overflowing causing carryover between cuvettes. He then readjusted it. He also found the cuvettes to be sticky and replaced them. He confirmed that the assay and the analyzer were performing within specifications. The investigation excluded reagent issues. The investigation determined that the event was due to a service training-related issue. After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received a questionable creatinine result from one patient sample tested on the cobas pro c 503 analytical unit. The reporter deemed the result implausible which prompted the rerun of the patient sample. The initial result was 630 umol/l. The first repeat result was 67 umol/l. The second repeat result was 68.3 umol/l.